Manufacturer narrative:
The complaint received states that during a ruptured cerebral aneurysm repair procedure, the patient suffered cerebral artery embolization and the approximately three days post enterprise stent implantation the patient died. This was a (B)(6) male patient with medical history including hypertension. The procedure was an off label use of two enterprise stents to treat a subarachnoid hemorrhage and ruptured left (mca) middle cerebral artery aneurysm. The procedure was performed emergently, and the first enterprise stent (enf451412/ enf451412) was deployed across the neck of the aneurysm. It was difficult to recanalize the mca due to sudden occlusion of the left ica, which was felt to be embolic plaque proximally. The physician suspected it was due to guide catheter movement during stent placement. After multiple attempts to recanalize the left mca over a period of two and half hours, with balloon angioplasty and heparin infusion, normal flow was established to the anterior cerebral artery. The mca remained occluded. Another enterprise stent (enf 451412/01428093) was deployed from the mi origin into the previous placed sent. After deployment of the stent, there was recanalization of the left mca, with very tenuous flow noted in the left mca. Some narrowing was noted distally. After continued tpa infusion, there was prompt resolution of thrombus, although narrowing of the second stent distally was felt to be related to the embolic plaque within the m1 segment. The flow from the left mca distally remained tenuous, but there was some antegrade flow through the majority of the occipital, temporal, and parietal branches. Flow persisted with the aneurysm at the end of the procedure, but embolization of the aneurysm was felt to be contraindicated due to severe narrowing of the mca. The patient was transferred to nicu ventilated, and remained ventilated for two days with movement of the left side. On the third day post procedure, the patient became unresponsive with no movement. Emergent CT showed cerebral edema with midline shift from left to right, severe left hemispheric stroke. Eeg showed electro cerebral death. Life support was discontinued and the patient expired. The physician indicated that the enterprise stents were not related to the event. The procedure may have contributed to the event due to the movement of the guide catheter when deploying the first stent. The local irb was informed of the death of the patient. Medications consisted of intra-operative-heparin, nipride, cardene, norcuran, propofol, morphine, ephedrine, fentanyl, versed, and home meds. Home meds consisted of lisinopril, hytrin, asa, vitamin c, multi-vitamin, coenzyme q 10, vitamin e, and b complex multi-vitamin. The stents remain implanted thus unavailable for analysis and the catheter was discarded. The product was not returned/not available for evaluation; therefore, no extensive analysis could be performed. Additionally, as the lot number was not provided, a review of the manufacturing records could not be completed. The complaint of micro catheter cerebral artery embolization could not be confirmed without review of procedural films and/or return of the complaint product. The IFU for cordis micro catheters cautions: possible complications include, but are not limited to the following: embolism, hematoma at the puncture site, infection, dissection, perforation of vessel wall and distal embolization. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Death is a known potential adverse event associated with the cerebral artery stent for treatment of aneurysm implantation procedures and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. No corrective action is required at this time. Review of the information suggests that procedural, vessel, target lesion and patient factors may have contributed to the reported unfortunate events. This is one of three products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00309, 1058196-2011-00310, and 1058196-2011-00311.

Manufacturer narrative:
After continued tpa infusion, there was prompt resolution of thrombus, although narrowing of the second stent distally was felt to be related to the embolic plaque within the m1 segment. The flow from the left mca distally remained tenuous, but there was some antegrade flow through the majority of the occipital, temporal, and parietal branches. Flow persisted with the aneurysm at the end of the procedure, but embolization of the aneurysm was felt to be contraindicated due to severe narrowing of the mca. The patient was transferred to nicu ventilated, and remained ventilated for two days with movement of the left side. On the third day post procedure, the patient became unresponsive with no movement. Emergent CT showed cerebral edema with midline shift from left to right, severe left hemispheric stroke. Eeg showed electro cerebral death. Life support was discontinued and the patient expired. The physician indicated that the enterprise stents were not related to the event. The procedure may have contributed to the event due to the movement of the guide catheter when deploying the first stent. The local irb was informed of the death of the patient. Medication consisted of intra-operative-heparin, nipride, cardene, norcuran, propofol, morphine, ephedrine, fentanyl, versed, and home meds consisted of lisinopril, hytrin, asa, vitamin c, multi-vitamin, coenzyme q 10, vitamin e, and b complex multi-vitamin. A 6-french sheath was advanced through a wire and connected to pressurized heparinized saline. A .070 neuron guide was advanced over delivery catheter, and an stm delivery catheter was used to select the left common carotid artery. Wire was then advanced in the left ica, and guide catheter was advanced into the left internal carotid artery proximally. There was significant tortuosity, with a bovine arch that limited the ability to select the vessel easily. Left internal carotid artery cerebral angiogram was performed. Then, a sl-10 45-degree microcatheter was advanced, and careful selection of the tempoparietal branch of the left mca was performed. The wire was removed, and the catheter was aspirated, flushed, and an additional view obtained within this vessel to confirm positioning. Then, transcend 300 floppy was advanced, and this catheter was exchanged for a prowler select. Wire was removed, and the microcatheter was aspirated, flushed, and additional view was obtained within the aneurysm. An enterprise 4.5x14mm stent device was deployed across the neck of the aneurysm, and the microcatheter was removed. Repeat angiograms were performed in the left internal carotid artery. Attempts were made to recanalize the left mca, without success. The sheath was exchanged for a mpd, and eventually this sheath and guide were exchanged for a 6 french shuttle that was hubbed and advance into the left internal carotid artery. No further purchase could be obtained with the larger guide catheter. With this proximal support, thee was eventual recanalization of the left mca with an sl10 45 degree microcatheter. This was advanced into the left mca distally, and repeat angiogram was performed. Wire was then advanced into the temporoparietal branch through the stent, and the sl 10 was removed. Then, angioplasty was attempted in the proximal left mca. There was successful angioplasty of the left carotid terminus, with a 4x10mm hyperglyde. Attempts to recanalize with an ascent balloon were unsuccessful, however this would not enter into the stent with a focal area of narrowing noted just proximal to the stent. Multiple attempts were made to angioplasty without success, and the balloon was removed. Prowler catheter was re-advanced, and advanced into the temporoparietal branch of the left mca. Wire was removed, and the catheter was aspirated, flushed, and additional view was obtained. A new 4.5x14mm enterprise was advanced and deployed from the m1 origin into the previously placed stent. After deployment, catheter was slightly advanced into the stent, and the wire removed. Repeat angiogram was performed. Then, a total of 5mg of tpa was slowly infused over the course of 46 minutes within the left mca. The microcatheter was removed, and the sheath was exchanged for a 6french long sheath. The patient returned to ICU in guarded condition. Findings: bovine arch is present. There is note of multiple areas of atherosclerotic change, particularly within the distal mca. Catheterization across the aneurysm was successful, and the first stent was placed as described. However, after deployment of the stent, which was successfully deployed in the appropriate location, there was sudden occlusion of the left carotid terminus. This was felt to be due to emboli, with no hemodynamic changes identified. Aneurysm perforation was felt to be much less likely, with no midline shift noted. As such, the patient was heparinized, and begun on a heparin drip. Multiple attempts were made to recanalize as described. There was eventual recanalization of the left mca, although, this was over a period of 2 1/2 hours. After recanalization, there was no perforation identified from the aneurysm. Flow within the distal vessels was tenuous at best. After angioplasty, there was return of normal flow in the anterior cerebral artery, but the mca remained occluded. After stent placement, there was recanalization of the left mca, with very tenuous flow noted in the left mca. Some narrowing was noted distally. After continued tpa infusion, there was prompt resolution of thrombus, although, narrowing of the second stent distally is felt to be related to emboli plaque within the m1 segment. Flow within the aneurysm persists at the end of the procedure, but embolization of the aneurysm was felt to be contraindicated due to the severe narrowing of the mca. Impression: patient was admitted with left mca aneurysm, ruptured, with wide neck as described. After stent placement across the neck, there was sudden occlusion of the left ica, which was felt to be related to the embolic plaque proximally. The report indicated that the physician suspected the either the guide catheter movement during the stent placement or possible from the microcatheter, as significant pressure was required to reach the tempo parietal branch. Nonetheless, after multiple attempts with a balloon angioplasty, infusion, as well as stent placement, there was eventual recanalization of the left m1 segment. Narrowing of the stent was noted distally, likely related to dislodge plaque within the m1. Flow within the left mca distally is tenuous, but there was note of antegrade flow throughout the majority of the occipital, temporal and parietal branches. Some limited flow was noted within the anterior/frontal branches of the left mca. Please note: the catalog and lot number for the actual product used in the patient is unknown and will not be available. An investigation was conducted, but the product information was not available. This is one of three products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00309, 1058196-2011-00310, and 1058196-2011-00311. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was off label use of two enterprise stents to treat a subarachnoid hemorrhage and ruptured left (mca) middle cerebral artery aneurysm, and three days after treatment, the patient expired. The procedure was performed emergently, and the first enterprise stent (enf451412/ enf451412) was deployed across the neck of the aneurysm. It was difficult to recanalize the mca due to sudden occlusion of the left ica, which was felt to be embolic plaque proximally. The physician suspected it was due to guide catheter movement during stent placement. After multiple attempts to recanalize the left mca over a period of two and half hours, with balloon angioplasty and heparin infusion, normal flow was established to the anterior cerebral artery. The mca remained occluded. Another enterprise stent (enf 451412/01428093) was deployed from the mi origin into the previous placed sent. After deployment of the stent, there was recanalization of the left mca, with very tenuous flow noted in the left mca. Some narrowing was noted distally.